Event description:
It was reported to fresenius medical care via email that when starting catheter care, nurse noticed tip of tego was torn. We are having multiple issues with tearing, despite repeat education regarding not over tightening. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).